Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial and right ventricular leads were explanted and replaced during an unrelated procedure for an unspecified issue on (B)(6) 2017. The patient developed swelling on her neck, low-grade fever with tachycardia after the procedure. On (B)(6) 2017, ultrasound of the neck showed thrombosis in her left internal jugular vein. The physician suspected that this maybe be due to use of laser during lead extraction. The patient was treated with medication and will be continued to be monitored. On (B)(6) 2017 during follow-up it was noted that the swelling had significantly improved.